Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/18/15- pfs received. After review of the pfs for MDR reportability, the pfs indicated difficulty walking, doi, and attorney information. Upon review of medical records 06-02-2014, the sticker sheet included was for the right hip. This complaint is for the left hip and will be changed to unknown products until information is received. A new complaint is being made for the right hip. There is no new additional information that would affect the existing MDR decision. Part/lot updated. The complaint was updated on: october 12, 2015.

Manufacturer narrative:
Patient was revised to address pain. Update rec¿d 06/02/2014- patient's medical records were received. Records indicate upon revision significant metallosis was found in the hip joint. There is no new information that would change the existing MDR decision. The complaint was updated on: jun 30, 2014 doi: unknown - dorl (B)(6) 2014 (left hip). The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.